Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the pilot valve is leaking. Per irs doc pg 16 the underlaying cause resulting in unit not alarming is due to power switch has a short circuit.

Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center.a follow up will be sent if additional information is received.